Manufacturer narrative:
An event of device migration (aortic direction) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported device migration could not be conclusively determined. The reported unexpected medical intervention and surgical intervention were results of case-specific circumstances as the patient the valve was snared, and another valve was implanted (valve-in-valve). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It should be noted that per the instruction for use (IFU) ¿implantation precautions: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance.¿ ¿post-implantation precaution: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage.¿ codes added: h6 medical device problem code: 2017.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision was chosen for implantation utilizing a large flexnav delivery system. Sufficient calcium was present. Aortic angle was 59 degrees. Pre- dilatation was performed with a vacs 20mm balloon. The valve was deployed at 4mm non-coronary cusp and 5-6mm left coronary cusp. After release, the valve migrated towards aorta. Valve was snared and a 29mm non-abbott evolute was implanted valve in valve successfully.